Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 6 pm with low blood glucose levels. The customer was treated and released from the hospital. The customer stated that their blood glucose levels and did not feel it until they rear ended someone's car while driving. The customer stated that they did not receive an alarm form the insulin pump informing the customer of their low blood glucose levels. The customer stated that they will call the help line later for assistance.